Event description:
It was reported that, during a right total knee arthroplasty procedure, a tooth broke off of the blade and fell into joint space and was retrieved. It was reported that, no injury was incurred and no further treatment is anticipated.

Manufacturer narrative:
No medwatch form was rec'd from the user facility. All sections on this form were completed by the manufacturer. Investigation results: the blade was rec'd for evaluation. A visual inspection found that the blade was missing one end tooth and the others appeared rough and were bent (peened). This has been found to happen if the activated blade comes into contact with another instrument or hard object, ie: the jig, a device commonly used in this procedure. The blade was subjected to material hardness testing which determined that it was within specification parameters. Conmed linvatec will continue to monitor this product for failures.